Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous services in the past 12 months. The event history log review identified high alarms with the cassette not attached properly error. The customer issue was replicated through the upstream occlusion tests. The root cause of the issue was a non-reactive downstream occlusion (dso) sensor. The dso sensor and seal were replaced to fix the issue. The dso/uso sensors were calibrated, performance verification test was performed, and the device passed all tests after the repairs.

Event description:
The customer returned the product for cassette not attached error during device evaluation; a non-reactive downstream occlusion (dso) seal was identified. There was no patient involvement.